Event description:
It was later clarified by a nurse that there was no indication of low impedance or dcdc codes that were documented to clearly indicate a low impedance event. In the documentation of the diagnostics, all statuses looked to be ok, except for one lead impedance status that indicated, "unknown". The date of this indicator was not provided. The "unknown" indicator flags when minimum settings are not met for a normal mode diagnostic on the m102r. Normal mode diagnostics for this device must have the following minimum settings: output current >= 0.75 ma, signal frequency > 15 hz, and on time >= 30 seconds. Parameter settings and other relevant diagnostic data was not received to date. No additional or relevant information has been received to date.

Event description:
It was reported from a nurse during a patient appointment that she saw a message stating low impedance. She was informed to perform diagnostics. After the first time they were performed, output current was set to 0.00 ma and she was informed of the faulted diagnostics from disrupted communicated and that parameters needed to be readjusted. It is noted that low impedance is not explicitly indicated on m102r devices as there is no specific indicator from system/normal mode diagnostics for low impedance and there is no error message that can be observed for low impedance. Typically for m102r devices, this issue is noticed from sudden dcdc code drops, along with a change in patient symptoms. System diagnostics would have to be run for a clear indication of low impedance on a m102r. Follow up with the company representative confirmed that the patients device was reprogrammed and that diagnostics were performed again and showed that all values were within normal limits. No additional or relevant information was received to date.

Event description:
Programming data was received and reviewed. A review of the programming history of the patient's device indicated that a generator diagnostic was performed, displaying the low impedance that was reported. Normal mode diagnostics were performed afterwards indicating unk impedance. These indications were both expected, as per labeling, generator diagnostics are intended to only be performed when the test resistor is attached to the pulse generator. This test verifies that the generator is functioning properly, independent of the lead. When generator diagnostics are performed with the lead connected, the impedance value does not reflect the integrity of the system. It is also noted that when a generator diagnostic is performed on a m102r, the device is reprogrammed back to factory default settings, in which output currents are disabled. The normal mode diagnostics performed after the generator diagnostics displayed unk impedance as this indicator means minimum settings have not been met for the normal mode diagnostic to run. The disabled output currents would not meet the minimum settings, and would therefore display unk impedance. The settings were reprogrammed and system diagnostics were run at the same office visit indicating no further impedance issue or device anomalies. Diagnostics run at a later date indicate that the device was functioning within normal limits with no malfunctions. No additional relevant information has been received to date.